Event description:
During procedure arthrowand stopped working. Provided another arthrowand from same lot and it also stopped working after a few mins. Tried a 3rd arthrowand from different lot # and did not experience any add'l problems. No pt harm.